Event description:
Customer reports, "prior chest x-rays had been clear. On 4/26/97, feeding tube placed, chest x-ray done to check placement. Chest x-rays revealed large right pneumothorax. Feeding tube removed. Chest tube placed. Lung re-expanded. J-tube placed 4/30/97 for feeding purposes. Pt did well."